Manufacturer narrative:
(B)(4). D10 ¿ unknown femoral component, lot unknown. Unknown tibial component, lot unknown. G2 ¿ foreign ¿ new zealand. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lynskey, s. J., frampton, c. M., lynskey, t. G. (2024). My orthopaedic surgeon suggests a unicompartmental knee replacement: a detailed look at the long-term outcomes of a single surgeon¿s practice. New zealand medical journal, 137(1588), 15-24. Doi: 10.26635/6965.6198.

Event description:
It was reported in a journal article a patient underwent a revision surgery on a right knee four years and seven months post implantation due to recurrent mobile bearing dislocation. Attempts have been made and no further information has been provided.